Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking around the hub. An additional procedure was required to remove and replace the device. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation: evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. Customer returned one 8.5fr mac-loc catheter in a used condition. Biomatter was present on the device. No surface damage was noted on the device. The catheter outer diameter, connector cap inner diameter, mac-loc hub distal inner diameter, and mac-loc threads were all found to be within cook's manufacturing specifications. A leak test revealed a leak between the catheter tubing and connector cap. Upon removal of the cap, the suture string was found slightly caught in the threads. The flare appeared lopsided, had a lip, and appeared blown out. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to cook's specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one relevant non-conformance for a fitting not being secure, however the device was scrapped. There are quality controls in place to assure that the proximal assembly is properly manufactured. Subassembly lots were also reviewed and revealed no relevant non-conformances. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel of this event. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: adverse event and product problem. Required intervention to prevent permanent impairment/damage (devices). The following information was available at the time of the initial report on 11jun2018: "the patient received the drain on friday, (B)(6) 2018 and was discharged on saturday. The drain started leaking from around the hub area. The patient returned today ((B)(6) 2018) and the drain was replaced". Later, ((B)(6) 2018) it was also reported the access site was the left kidney and the drain was placed during a percutaneous nephrostomy (pcn) change. Although requested, patient demographics are not available. Device available for eval: yes; date received: 06/25/2018. Device evaluated by MFR?: no; device evaluation anticipated, but not yet begun (02). Conclusion code-conclusion not yet available: evaluation in progress (11). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.